Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot # unknown, product type lead product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that there had been low therapy impedance, 360 ohms, since implant. The implantable neurostimulator (ins) was replaced two and a half months ago for the elective replacement indicator (eri). The battery went from 2.9 volts to 2.88 volts. Six days later it was reported that the ins was replaced in (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.